Manufacturer narrative:
Section e1 shortened from: (B)(6). Due to character restrictions. Concomitant medical product name shorted from: ltf-s300-10-3d-endoeye flex 3d deflectable videoscope to: ltf-s300-10-3d-endoeye flex 3d videoscope, due to character restrictions. The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had a blackout occurred and an unknown error code. The issue occurred during an unspecified therapeutic procedure. The device restored when closing the error window. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions e226 and e238 (endoscopic communication abnormalities) would likely be dirty or insufficiently dried because dirt and foreign matter were detected inside otv-s700's video connector receiver. Olympus will continue to monitor field performance for this device.